Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0926, awareness date 29-aug-2015). It refers to a female consumer in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2014. She stated that she got essure placed and started to have side effects right away. Weight gain, bloating, anxiety, headaches, brain fog and she was always tired. Then she started to experience joint pain, lower back pain that eventually would not event lift her baby off the ground. Her testosterone levels were low. She was never tested for nickel allergy before essure insertion. She was 32 years old and in (B)(6) 2015 she had a full hysterectomy performed. The product technical complaint (ptc) investigation and final assessment were received on 21-sep-2015. The bayer reference number for the ptc report is: (B)(4). Final assessment for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had back pain after essure (fallopian tube occlusion insert) insertion. She was submitted to a hysterectomy. This event was considered serious due to medical importance and is listed according to essure's reference safety information. After essure insertion abdominal, pelvic and back pain may occur. In this case, the consumer stated her pain started right after essure insertion. Considering this information and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. In addition non-serious events were reported. This case was regarded as incident, since device removal was required (hysterectomy performed). The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.